Event description:
During anterior cervical fusion discectomy, the tip of the black nerve hook broke off the instrument and into the patient's surgical wound. Surgeon noted to staff in room that he felt the instrument tip get suctions into the neptune. Neptune filter taken apart and instrument piece not found. FDA safety report ID# (B)(4).